Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient was reported to have expired on a customer notification letter was received. The pd patient was on continuous cycling peritoneal dialysis (ccpd). The patient experienced fatal cardiopulmonary arrest. The patient's death certificate indicates that previous to the arrest the patient had been in septic shock days before and had endocarditis of the aortic and mitral valve weeks before her death.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.